Event description:
A paient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 132, 175 mg/dl. Tests were done within 10 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.